Event description:
It was reported that during a colectomy procedure, when closing on tissue the stapler did not line up properly. When they fired the instrument some of the staplers did not form properly. Case completed with another device of the same product code and oversewed staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).